Event description:
(B)(4). Event occurred in the united states. The patient reported that while sleeping, the infusion set detached four days ago, where the tubing and quick release met. The site was stomach and the pump was located next to him on the bed. The infusion was in use for one hour. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.